Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and could not duplicate the reported malfunction. The device was run on a test lung and no errors occurred. The device passed all testing. The service engineer evaluated the device as part of preventative maintenance and also could not duplicate the reported malfunction.

Event description:
It was reported that during patient use, a ventilator was not sensing the patient's inspiratory efforts. The patient was transferred to another device. There was no report of patient harm as a result of this event.